Event description:
It was reported prior to using bd vacutainer® precisionglide¿ multiple sample needles, an unspecified number of devices had unit seal labels that were lifting or missing. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Additional lot number reported: d4. Medical device lot#: 2011536; d4. Medical device expiration date: 01/31/2027; d4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 01/11/2022. E1. Initial reporter phone and facility name: (B)(6). Investigation summary: "material #: 360211 lot/batch #: 1355174 and 2011536. Bd received 10 photos for investigation. The photos were reviewed and the indicated failure mode for label lift was observed. Additionally, 100 retention samples of each reported lot number from bd inventory were evaluated by visual examination and the issue of label lift was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode label lift. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."